Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers family member reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer reported that they had blank display and changed batteries multiple times to resolve blank display but wont turn on. The customer was advised to disconnect from the pump at the quick release. The insulin pump will not be returned for analysis.